Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was inspected at a boston scientific warehouse. According to the warehouse employee, during visual inspection of the polyflex esophageal stent, droplets were found on the tip of the device. There was no visible damaged noted on the packaging. There is no patient or procedure involved as this defect was discovered in a boston scientific warehouse. Investigation results revealed that the device was within specification; therefore this event is no longer considered reportable.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was inspected at a boston scientific warehouse. According to the warehouse employee, during visual inspection of the polyflex esophageal stent, droplets were found on the tip of the device. There was no visible damaged noted on the packaging. There is no patient or procedure involved as this defect was discovered in a boston scientific warehouse.

Manufacturer narrative:
(B)(4): though the suspect device was inspected by a boston scientific employee, the formal investigation and evaluation of the device has not been performed. Therefore the root cause has not yet been determined. Upon completed of the failure analysis for this complaint, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device did not reveal any obvious signs of contamination, discoloration, missing parts or design irregularities. Close examination of the inner packaging containing the insertion line with the blue dilation tip, confirmed the observation of the customer, that microscopic small drops could be seen at the blue dilation tip of the outer tyvek pouch. Close examination of the other components of the set did not reveal any irregularities. The observed drops are of fluorinated silicone oil which is applied on the blue dilation tip. This material is designed to be present on the tip to facilitate the placement of the polyflex esophageal stent. As this material is part of the design of the delivery system, the small droplets noted on the inside of the packaging does not pose any additional risk to the patient or user. Based on the condition of the returned device, and the evaluation conducted, the most probable root cause is user preference issue. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.